Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. D4: batch # unk. A manufacturing record evaluation is pending. Additional information was requested and the following was obtained: "please provide more details about statement ¿clips came out from the ligaclip device in the wrong shape/form.¿ did device fire malformed clips? Did device fire scissored clips? If other, please specify were there any patient consequences? If yes, please describe. They drew a picture stating the clips were formed in this shape: see attached picture 1 (depicts crossed, scissored, clip). No known patient consequences." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clips came out from the ligaclip device in the wrong shape/form. No patient consequences.

Manufacturer narrative:
(B)(4) date sent: 5/9/2023 d4: batch # w7020m investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eer420 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The event described could not be confirmed as the device was returned empty. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.